Manufacturer narrative:
Concomitant medical products: product ID: 5086mri52 heart ring, implanted: (B)(6) 2014; product ID: w1tr03 crtp, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited undersensing. The ra lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.